Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. The procedure date is unknown. The hta procedure was completed successfully with no reported complications. Post procedure, the patient complained of severe cramping and pain. The patient was admitted into the hospital for treatment of the pain. It was unknown how the cramping and pain were treated. The patient remained at the hospital for one night. The symptoms resolved and the patient is currently fine.

Manufacturer narrative:
The patient was hospitalized due to this event. The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The device has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional information is received, a supplemental medwatch will be filed.